Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of radio frequency pic failed self-test alarm from the insulin pump. The customer's blood glucose reading was 144 mg/dl. The customer stated that the alarm did not occur during the rewind sequence. The customer was advised to perform an easy bolus into the air. The bolus amount was recorded in the bolus history. The customer stated that the temporary basal was programmed before the alarm occurred. The insulin was returned for analysis.

Manufacturer narrative:
The insulin pump was received with radiofrequency failed self-test alarm, no blood glucose meter communication and high stop current due to faulty radiofrequency board. Device passed the unexpected restart error test, displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. Device had cracked case at display window corners, battery tube threads, belt clip slot, minor scratched and cracked display window.